Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: the valve mechanism was returned outside the torn silicone housing, the position of the cam when valve was received was at 70mmh2o. Due to the damage to the silicone housing it was not possible to do any of the following tests, programming, flushing, leak, reflux, siphon guard, or pressure tested. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled, the magnets passed. Review of the history device records confirmed the valve product code 82-3832 with lot ctpb23 conformed to the specifications when released to stock in 28th january 2016. The root cause to the tear/cut in the silicone housing is probably being due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
I received a complaint today for a chpv inline valve that was revised in surgery. When the clinician opened the scalp to revise the valve fell apart. Did not delay case more than 30 minutes. Replaced the valve with a new one.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.